Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of prosthesis wear. Contributing factors may have been instability, implant positioning, and/or third body wear. However, this cannot be confirmed because the component was not returned for evaluation, radiographs were not provided, and limited information regarding the revision surgery was provided.

Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
As reported, this patient's knee was revised. The pe retrieved appeared to be badly damaged but according to what the surgeon said to the agent, this pe was not part of the recall (above 5 years at implantation). No further information is available.